Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. Data has been received for evaluation but not yet evaluated. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.